Event description:
It was reported that the coil broke. A 6mm x 20cm interlock coil was selected for an embolization procedure in the non-tortuous abdomen. While introducing the coil into the vessel with intermittent flush, the physician was not satisfied with the coil position in the vessel. The interlock coil was not deployed, so it was pulled back into the non-boston scientific microcatheter. The microcatheter was repositioned and the interlock coil was attempted to be advanced again. The interlock coil was unable to advance. Once removed from the microcatheter, it was observed that the coil was still locked with the deployment system and the coil itself was broken. A new interlock coil was used to complete the procedure and the procedure was successfully completed. There were no patient complications.